Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was frozen. Customer's blood glucose level was 106 mg/dl. Customer was advised to remove battery from the insulin pump, insert battery alarm appeared on pump screen, recommended to insert new or fully charged aa battery. Customer states buttons were not responding. It was also stated that the insulin pump time was not advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.